Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that the bhs unit caused her excruciating pain on (B)(6) 2020. At one point, she only had 2 hours left for the day and said it was too painful for her to continue. She described it as an aching and unbearable pain at the fracture site that got worse with treating, and better when she stopped. She took a break from treating for 2 days after that, but went back to treating and hasn't felt pain. I advised her to stop treating for safety concerns and discussed the orthopak as a possible option. She has requested to switch to the orthopak, and agreed to stop all use of the bhs. I have requested a new cr-100 from dr. (B)(6) with opak checked and will provide it as soon as it's received. The patient is afraid to use the stimulator and her doctor is away. (B)(6) wanted to know if it would be possible for another physician within the practice to write the new prescription. I received a call back from the patient who stated that she had pain on her right foot while using the bhs the pain was excruciating it felt like it was deep in the bones and it woke her up while she was sleeping. The patient removed the stimulator at that time. The pain level was a ten. The pain went away within minutes after removing the stimulator. The patient experience the pain on the 4th day did not use it on the 5th day and around the 7th day it happened again. The patient stopped using the stimulator on (B)(6) 2020. The patient has not increased her daily activity lately. The patient did not call the doctor about the pain. The patient experienced the pain with use of the xl coilette. The dr provided an orthopak rx and a letter requesting the switch to an opak. Both are in the patient file. The dr didn¿t prescribe any medication for the pain because the pain stopped when she stopped use of the bhs. I fitted her with the new opak sn (B)(4) on (B)(6). I obtained the bhs and components and mailed it back using the return label on (B)(6).

Event description:
It was reported by the sales representative that the patient stated that the bhs unit caused excruciating pain. At one point, she only had 2 hours left for the day and said it was too painful for her to continue. She stated that it as an aching and unbearable pain at the fracture site that got worse with treating, and she felt better when she stopped using the unit. The pain level was a ten. The pain went away within minutes after removing the stimulator. The physician switched the patient to orthopak. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. D63342 received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "bhs unit is causing patient excruciating pain". The controller was tested and operates as intended. Review of complaint history identified (2) total complaints from (nov 10, 2019) to (nov 10, 2020) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.